Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-10416 and 0001825034-2017-10417. Report source: literature: vitamin e diffused highly cross-linked polyethylene in total hip arthroplasty at five years a. K. Nebergall, m. E. Greene, m. B. Laursen, p. T. Nielsen, h. Malchau, a. Troelsen bone joint j may 2017, 99-b (5) 577-584; doi: 10.1302/0301-620x.99b5.37521. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the journal article that one patient suffered dislocation, between three and five years post operatively, requiring a revision attempts have been made and no further information is available at this time.